Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there were "ink blots" on the pump touch screen which blocked the graphics and text. Additionally, a malfunction alarm occurred. The customer's blood glucose level ranged from 198-217 mg/dl. The customer reverted to an alternate insulin pump for insulin therapy.